Event description:
It was reported that a patient underwent a lap hysterectomy procedure on (B)(6) 2026, and suture was used. During the surgical wound closure, the doctor found that the needle tip of the suture needle suddenly broke. The doctor promptly searched for the fractured needle tip in the abdominal cavity and immediately removed it upon finding it. The surgery was successfully completed with the replacement of new suture. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2026. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot s24040006, and no non-conformances were identified. Additional information was requested, and the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. - was\were the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece(s)? - was there any additional tissue damage as a result of searching for the needle piece(s)? - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.